Event description:
It was reported that the patient presented for a right atrial (ra) lead revision. Upon prior interrogation, it was discovered that the patient's ra lead exhibited a loss of capture at high thresholds and a failure to sense. An x-ray revealed that the ra lead had dislodged. The ra lead was explanted and successfully replaced. The patient was stable.